Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesia during insertion, the md found the connection between the ars and the catheter over needle was too loose. As a result, a new kit was opened and successfully used to complete the procedure. There was no reported delay, death, or complication to the patient as a result of this occurrence.